Event description:
After the dilator/sheath was placed and the catheter was inserted the surgeon attempted to crack and peel the sheath handle in half to separate the sheath longitudinally while withdrawing per the manufactures instructions. The sheath handle separated but both sides disconnected from the sheath. The surgeon was able to remove the sheath with hemostats. The removed sheath was fractured and pieces came off after removal. FDA safety report ID (B)(4).